Event description:
It was reported that a prophylactic replacement of the pump to avoid in-vivo battery depletion took place on (B)(6) 2012 and the catheter was also replaced due to an occlusion. No patient symptoms were reported. The patient outcome was reported as recovered without sequelae. The device system was used to deliver lioresal. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. The pump passed all non-destructive testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.